Event description:
A baxter engineer reported a pump with failure code 814:04. This occurred curing bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11, 2007. Evaluation summary:the reported condition of failure code 814:04 was confirmed. The device was evaluated at the customer's facility in late 2006. Inspection of the device found that this failure code was caused by a faulty pump head module. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.